Event description:
Device report from synthes reports an event in france as follows: it was reported that during a surgical procedure of reduction of an undisplaced tibial fracture, at the end of the reaming of the intramedullary ossuex canal, the surgeon removed the guide which broken in 4 pieces. 2 pieces inside the canal recovered by the surgeon and 2 pieces which stayed jammed tibial bole. The surgeon was obliged to remove the metal guide then to open the fracture to recover the third piece, and then to use the arthroscopy forceps to get out the fourth piece. Extended procedure time. The opening of the fracture increase the infection risk. Risk of some particles or crumbs from the guide stayed potentially inside the bone canal. This complaint involves one (1) medullary tube. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. UDI not available; device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the medullary tube has broken into multiple fragments. No other issues were observed with the returned device. A dimensional inspection could not be performed for the medullary tube due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the medullary tube. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the drawings for the device have been obsoleted and could not be reviewed. Device history a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.